Event description:
It was reported that the patient recently had been ¿falsely arrested¿ and while she was in jail, her ¿catheter busted¿ and she was bleeding ¿a little bit and some nickel came out¿. The patient did not know what she was going to do about her device. The type of medication being delivered via the device system was not provided. It was later reported that the pump was currently empty and had been for two years (refer to manufacturer report number 3004209178 for previous reports of refill issues). Before that morphine had been delivered via the device system. It was noted ¿sometime in july¿ the patient¿s health care provider (hcp) checked the catheter to make sure it was in working order and it was. The patient was reportedly scheduled to do a dye study in july but had to cancel because she didn¿t have any way to get to the appointment. The patient was then arrested on 2013-07-31 which was one to two days post the missed appointment. It was noted the hcp was going to fill the pump at that time as well. After being arrested, the catheter was reportedly ¿busted¿ and ¿yellowish green fluid started coming out¿. The patient had requested the sheriff call her hcp, however, they would not. Three days after being arrested, the patient had noticed the yellow/greenish discharge that also had blood on it which was reportedly due to the catheter ¿rupturing¿. The patient reportedly felt ¿a little sick¿ to her stomach and had stabbing pain in the groin area but otherwise had noticed no change in therapy. The patient wasn¿t sure if the pain in the groin area was due to her pump or if it was due to her stimulation device. The pump had begun to alarm for one and a half weeks and the patient was currently working on getting back to see the hcp. It was noted the hcp may not take the patient back due to the number of missed appointments. The patient had no falls or trauma and her hcp was aware of what was going on. The patient planned to call the hcp back to see if she could get in. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).